Manufacturer narrative:
It was reported that the patient received the ceramic head on an unknown date and was revised on (B)(6) 2016 due to breakage (occured without traumatic event). No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Two x-rays were received. One was taken pre-revision surgery showing the tha on the left hip. On this picture is clearly visible that a head fracture occurred. No signs of loosening are visible, neither around the cup nor on the stem. The inclination angle of the cup seems to be around 45 degrees. The anteversion angle seems to be greater than 20° but without cup information it is impossible to determine it correctly. The second picture shows the post-revision tha were the fracture head only was replaced and probably even the inlay. No other conspicuous information visual examination: three large fragments were received. 9.1 % of the implant volume is missing. Inspection of the cone surface: two fragments show strong one sided primary metal transfer reflecting the thread structure of the cone. A third fragment shows no primary metal transfer. All fragments show secondary line-like metal transfer. No residues of blood are visible. Inspection of the fracture surfaces: the fracture surfaces of all fragments show secondary metal transfer. Inspection of the articulating surface: only one fragment shows secondary line-like metal marks. Root cause determination using dfmea: fracture of head due to fracture of head due to insufficient material thickness (wrong design) not possible: material analysis performed did not reveal insufficient thickness. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Loss of connection, fracture of ceramic head due to particles between stem and head taper not possible: only normal metal transfer observed on taper connection. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing not possible: no signs of corrosion transfer observed on taper. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset possible: pre- and post-operative x-rays of primary surgery are unavailable. Patient history is unknown, it cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations possible: combination is unknown, it cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products possible: combination is unknown, it cannot be excluded. High wear, head fracture due to wrong raw material selection not possible: material analysis performed did not reveal any wrong raw material defect. Compromised taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper not possible: head implanted on primary implantation. Compromised taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. The fractured femoral head was identified based on the fully visible serial number and year of production engraved on the implant. The fracture of origin most probably lies near the pole of the femoral head, near to where the strong on-sided metal transfer is located. However, due to lots of small splinters and 9.1% missing volume the exact location of the fracture origin could not be identified. The production and quality data are within the specifications. However, neither pre and post primary surgery x-rays, nor operative notes were received; therefore the conditions pre-operatively, intra-operatively and post-operatively are unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Therefore, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device is not marketed in USA, but devices with similar characteristics (i.e biolox delta heads) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a sulox-head 32 's' 12/14 on an unknown date. The patient was revised on (B)(6) 2016 due to breakage.